Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no endoscopic image, blackout and whiteout during set-up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updates added to the following fields: d8, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the light guide (lg) bundle of universal cord was fractured. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the insertion section. It is likely the following led to the insertion section malfunction: a random component failure. It is likely the following led to the lg bundle failure: excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.